Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had inadvertently forgot to deliver a food bolus. Blood glucose (bg) was approximately 600 mg/dl with large ketones which was resolved by administering manual injections. A recommendation was made for the customer to discuss elevated bg levels with healthcare provider.